Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - failure of the universal cable. The rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed b31 communication error. The issue occurred during a therapeutic laparoscopy procedure which was completed with another backup device. There were no reports of patient harm. No additional information received from customer.

Event description:
It was reported that the subject device displayed b3 communication error. The issue occurred during a therapeutic laparoscopy procedure which was completed with another backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.